Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H10 additional narrative: investigation summary :the product was returned to depuy synthes mitek for evaluation. Depuy synthes mitek then conducted visual inspection and functional test of device received. The device was received and evaluated; when performing the visual inspection, it could be observed that the device was received without its foil pouch and outer box. The device was found placed in its blister, upon the applier needle review it was noted that the first plate was in the needle however, it was found displaced from its original position and it was not covered by the white sleeve. Also, the red trigger was in its full retracted position, which means that the device was activated. The rest of the device was in a normal condition. To test its functionality, the applier needle was introduced into a soft tissue simulator, the red trigger was fully squeezed and the plates released as intended, it was verified that the pusher shaft tip is sliding out completely from the applier needle. The manufacturer performed an investigation with the following results; an in-process control has been performed on 9 parts chosen randomly by a certified operator and have been inspected. The result of this process check was successful, none of the 9 parts were non-conformed. So, there was no need to inspect more parts of the batch nor raise a non-conformance. The batches have been assembled by operators trained and certified on the process validated in production. Every employee has completed the training for the processes. The analysis showed that the production controls implemented guarantee 100% detection of this type of problem. Multiple 100% control, guarantee that this type of defect does not occur in the manufacturing process. We can conclude that it is highly unlikely that these defects were generated during the manufacturing process. A manufacturing investigation activity was conducted to determine if there were any internal processing issues that may have contributed to the nature of the product complaint. A thorough review of production process controls was conducted. The results show that this batch of product was processed without incident. The overall complaint was confirmed as the observed condition of the truespan 24 degree plga would contribute to the complained devices issue. Based on the investigation findings the potential root cause can be traced to procedural variables, such handling of the device, or product interaction before procedure; the device was mishandled while it was being unpacking and consequently cause a partial activation of the red trigger, therefore the plate had a displacement. Therefore it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes mitek quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review:a review of the batch manufacturing records was conducted, and no related non-conformances were identified.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H10 additional narrative: UDI: (B)(4). H4: the device manufacture date is currently unavailable. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the sales rep in japan that during a meniscal repair procedure on (B)(6) 2024 a speedtrap construct white, short device was used. According to the report, the first implant and suture were not contained within the depth cannula and were coming out on the needle. It was unknown if and how the procedure was completed. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.